Event description:
It was reported at the site the table did not lock. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
During inspection of the system, the ge field engineer (fe) could not reproduce the alleged malfunction. The fe found no evidence indicative of a device malfunction. The report indicated that the table did not lock. Additional information was not obtained from the site despite multiple attempts made by the fe. The information currently available thus far reasonably suggested movement of the tabletop without resistance in both lateral and longitudinal directions (free float).